Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the pump began alarming and displayed a system error (error codes 255-16-275). The pump channels continued to infuse as programmed. The programming module was replaced. There was patient involvement but no harm.

Event description:
It was reported that the pump began alarming and displayed a system error (error codes 255-16-275). The pump channels continued to infuse as programmed. The programming module was replaced. There was patient involvement but no harm.

Manufacturer narrative:
Correction: annex b: b21. Annex c: c21. Annex d: d16. Additional information: device eval by manufacturer?, remedial action required, remedial action #, manufacturer narrative. Annex a: a1104, a0404, a0721, a040502, a1801. Annex g: g0200802, g02017, g02005, g04037. Annex b: b01, b14. Annex c: c10, c23, c02, c0601. Annex d: d15, d18, d02, d11. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.